Event description:
I used renu with moisture loc to clean contact lenses since 2004 to 04/08/06 when I was diagnosed with the fungal keratitis, treated from 04/08/06 till 07/20/06 at eye facility, by corneal specialist. To this day I have a scar in my left eye.